Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer's bg (blood glucose) was 370 mg/dl. Reportedly the customer hadn't taken any action to remedy the bg. The customer reverted to manual injection for insulin therapy.